Event description:
Follow-up info, received on 8/14/01. In a letter the reporting physician states that he does not consider this case an adverse event. Reportedly, the pt seemed to require a lower and lower dosage of insulin. Although dosage was lowered, pt suffered from hypoglycemia in the beginning of april. Pt had been hospitalized overnight for observation because pt showed signs of a concussion after having fained. Because of this episode the reporting physician had sent pt novopen device back to novo nordisk for analysis. However, due to the fact that it was not possible to observe any fault on the device, and the fact that when the pt had been hospitalized for regulation of insulin, pt had needed a higher dosage of insulin, the physician suspects that this could be a case of non-compliance, ie the pt administers insulin on their own that parents are not aware of at home. Pt now uses a demipen device which can administer 1/2 units. Add'l info: the pt started using the novopen device when pt was first diagnosed with type I diabetes mellitus in 4/96. The pt does not have concomitant diseases and does not take any concomitant medications. Pt had not omitted meals or changed physical activity.

Event description:
Hypoglycemia and hyperglycemia. Case description: from an outpatient clinic it is reported that pt, over a period of time, had very low blood sugars. However the pt was hospitalized due to high blood sugars. Further info has been requested. Follow-up info of 07/13/2001: analysis result received: 'investigation and results: the movement accuracy of the piston rod was measured. The result was within acceptable limits. It was not possible to observe the alleged fault.